Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation in 2008 that an injection gold probe bipolar catheter was used during a product demonstration. According to the complainant, "[t] he product was opened as part of staff training session. When demonstrating the product, it was found that when pushing out the needle, it was not possible to extend it to the green marking. This caused the situation where the staff would push it further to reach the green marker. The result of this is that the needle then does not go back fully into the catheter." There was no pt involvement during this event, nor was the device intended to be subsequently used in a pt procedure.

Manufacturer narrative:
The device has not been returned; therefore a device eval cannot be performed. The cause of the retraction failure is undetermined. A review of the complaint database revealed no additional complaints reported for this lot. The april 2008 15-month injection gold probe hemostasis catheter product family complaint trend report, inclusive of all failure modes, was reviewed, no anomalies were noted.